Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced urinary retention. The physician noted that the patient "stayed in house one more day due to [the] retention." The patient was "great", following the hospital stay. In a post op visit, the physician reports "no incontinence at all" and "mild sha[r]p pains from healing process". There were no further patient complications reported in relation to this event.